Event description:
The technician alleged slow downward drift of the head of the bed. No patient impact.

Manufacturer narrative:
The technician replaced the head solenoid valve on the manifold to resolve the issue.